Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer's blood glucose (bg) level was 540 mg/dl and customer had trace levels of ketones. A correction bolus via the pump was delivered to address bg. The customer was taken to the emergency room (ER) and received insulin and fluids as treatment. No issues were observed with the pump, insulin, infusion set tubing, infusion set cannula, or the cartridge in use at the time of the event. A supply change was performed resolving the occlusion. Customer was released the following day with no permanent damage sustained.